Event description:
(B)(6). It was reported that during a stenting treatment procedure, plaque prolapse and stent damage occurred. Access was gained via the right femoral artery. The 90% stenosed and 34mm long eccentric de novo target lesion was located in the left circumflex (lcx) artery with a reference vessel diameter of 3.5mm. The physician pre-dilated the target lesion using a non-bsc balloon then deployed a 3.50x38mm taxus element stent which fully covered the target lesion. After post-dilation using a non-bsc balloon, the physician observed plaque prolapse at the proximal lcx. The physician post-dilated again using a non-bsc balloon and observed stent damage at the proximal end of the stent. No patient complications were reported and the patient's condition is stable.

Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure, plaque prolapse and stent damage occurred. Access was gained via the right femoral artery. The 90% stenosed and 34mm long eccentric de novo target lesion was located in the left circumflex (lcx) artery with a reference vessel diameter of 3.5mm. The physician pre-dilated the target lesion using a non-bsc balloon then deployed a 3.50x38mm taxus element stent which fully covered the target lesion. After post-dilation using a non-bsc balloon, the physician observed plaque prolapse at the proximal lcx. The physician post-dilated again using a non-bsc balloon and observed stent damage at the proximal end of the stent. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: an examination found no issues with the device. The stent was returned on the device. An examination of the crimped stent found no issues. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification for the stent damage is caused by other. This is defined as a complaint where the investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).